Manufacturer narrative:
(B) (4).

Event description:
It was reported that patient never had therapeutic effect for symptoms of frequency, and that her right leg hurt from the implant down into the foot.